Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a ra lead revision due to dislodgement. The lead was repositioned without difficulty. The patient was asymptomatic and stable before, during, and after the procedure.